Event description:
It was reported the patient experienced a surging or fading sensation in various locations while the stimulator was on. The stimulation was intermittent. The patient had a loss of therapeutic effect. The patient was seen by the manufacturer representative. Impedance reading >4000 ohms were reported on all or some of the bipolar pairs. Three months later it was reported the patient felt stimulation in the wrong location. The patient felt stimulation in the rib area. Impedance readings >4000 ohms were reported for all electrodes paired with the #0 electrode. Other pairs were normal. It was reported the stimulator was turned off; it is unclear exactly when the stimulator was turned off. The patient was scheduled for surgery. The problems were related to the battery. The patient programmer was not replaced. Additional information has been requested from the hcp, but was not available as of the date of this report.